Event description:
It was reported that the patient experienced shocking/jolting when the stimulation was on. This started approximately one month prior to the report. The patient had her device off. When turned up to 10.5 v, the shocking was intermittent. The patient also had a loss of stimulation; there was no stimulation sensation regardless of how the device was programmed. Impedances were greater than 4000 ohms on all unipolar pairs. The default values were increased and impedances were re run, with the error "???" As a result. The company representative discussed the concerns with the patients physician. The physician suspected the lead was fracture, but chose not to change or revise the system at this time. No diagnostic tests were performed. The patient was instructed to keep the device off.

Manufacturer narrative:
Extension model 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), explanted: na. Programmer model 7434a, serial# (B)(4). Lead model 389133, lot# j0316129v, implanted: 2003 (B)(6), explanted: na. (B)(4).